Event description:
It was reported that the asymptomatic patient presented to clinic for follow up, post-sensed t-wave oversensing was noted. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.